Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous and calcified left circumflex artery (lcx). The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During a post-rota percutaneous coronary intervention (pci) procedure, an intravascular ultrasound (ivus) catheter was inserted through a newly implanted drug-eluting stent (des) in the lcx. The catheter was advanced over a non-boston scientific guidewire, and pullback imaging was initiated. However, the ivus catheter failed to perform the pullback and shut off automatically. After several attempts with the same result, the ivus catheter was pulled out, revealing that it had become entangled with the guidewire. The procedure was successfully completed after a new guidewire was inserted, and a new opticross hd catheter was used without any further issues. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath assembly was kinked, and the imaging window had a tear near the lap joint, which was twisted and flattened. The guidewire was entangled, but the exit port and distal tip remained intact and in good condition.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous and calcified left circumflex artery (lcx). The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During a post-rota percutaneous coronary intervention (pci) procedure, an intravascular ultrasound (ivus) catheter was inserted through a newly implanted drug-eluting stent (des) in the lcx. The catheter was advanced over a non-boston scientific guidewire, and pullback imaging was initiated. However, the ivus catheter failed to perform the pullback and shut off automatically. After several attempts with the same result, the ivus catheter was pulled out, revealing that it had become entangled with the guidewire. The procedure was successfully completed after a new guidewire was inserted, and a new opticross hd catheter was used without any further issues. There were no patient complications reported.